Event description:
Customer reportedly tested 1.5 inr on the coaguchek xs system and 2.79 inr on a comparison lab. Coumadin remained unchanged based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.